Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by cts in resetting the pump, and the malfunction code did not recur after the reset. The customer was informed to continue using the pump and to call back if any malfunction code recurs, which they acknowledged and understood.